Event description:
It was reported that the patient developed vessel perforation, hematoma, hemorrhage, and emergency surgery was required to repair a torn femoral artery. During the pulmonary vein isolation (pvi) and posterior wall isolation (pwi) for persistent atrial fibrillation (peaf), faradrive steerable sheath was selected for use. It has been mentioned that the physician had difficulty to obtain femoral access at the start of the case and multiple wires were advanced and kinked in the groin with an attempt to upsize from 10 fr to faradrive and replace. 14fr dilator was finally advanced over a guidewire that was shown to have a clear track up to the right atrium via the inferior vena cava. The wire was then swapped for the stiffer cook j and the faradrive was advanced over that. The case proceeded as expected and successfully until sheath removal. A hematoma began to form after the sheath removal, and bleeding was difficult to control and the pressure dropped. A vascular surgeon was called to assess the situation, and emergent surgery was required in the ep lab to repair a torn femoral artery. It was suspected that larger sheath might have made larger hole and played a role in femoral arterial tear. The last known patient status was stable in the surgical intensive care unit (sicu) and being extubated a few hours post op. The patient was stable in the sicu and expected to recover. The femoral artery repair was also completed successfully. Access was done under ultrasound guidance, but comments were made that the image quality was poor. In the physician opinion, there was no device malfunction however it certainly exacerbated the situation as the larger sheath is suspected to have played a role in the femoral arterial tear.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.